Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with inserting infusion sets due to scar tissue. Customer has had high blood glucose levels for some time now and has been hospitalized due to high blood glucose levels. Customer treated with the pump and then with a manual injection. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 476 mg/dl. Customer stated that she was unable to get her blood glucose levels down and was feeling nauseous. Customer was also dehydrated and was given medications. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed and it was found that the cannula was bent. Customer will be sent a tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.